Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had been consuming one battery per week. The device also alarmed battery out limit and stopped functioning. The patient's blood glucose at the time of incident was 204 mg/dl. The customer stated that the battery was changed yesterday morning and that it went from a full charge to no charge within a few hours. The battery out limit alarm occurred during normal use. A replacement battery cap will be sent to the customer. The insulin pump will not be returned for analysis at this time.